Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :388928, implanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(6).

Event description:
The health care provider (hcp) via a manufacturer representative reported that peri-operatively on (B)(6) 2016, the hcp was unable to introduce a lead into the header of the implantable neurostimulator (ins). The product was not used with the patient and was replaced. The ins would be returned for analysis. The lead would not be returned and remained in the patient. There was no patient harm, injury, or death and no actions were required as a result of the event. The patient outcome was that they received another ins.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. The setscrew was too low and obstructs lead insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.